Event description:
It was reported that two of the four distal electrodes detached from the ambient super turbovac 90, ifs arthrowand intra-operative. "Although the physician was able to recover one of the detached pieces, the remained within the surgical site." No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight, and gender were not available.